Event description:
Acct reports that the "y-site port is pushing into the tubing". Acct states problem appears to be house-wide. States nurses are using the plastic cannula on the bd twin-pak to access the injection sites. No pt injuries have been reported.